Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using cartridge for 7 days. Tandem customer technical support informed customer that is off-label per the user guide. Customer changed out pump supplies to address the alarm. No reported impact to the customer¿s blood glucose level.